Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began at an unknown time on (B)(6) 2015 when a blood glucose reading of 10mg/dl was obtained using the subject device compared to a reading of 161mg/dl obtained using another device (brand unknown) within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly consumed additional food/drink in response to the alleged low reading obtained. The patient reportedly experienced symptoms of passing out a few hours after the alleged issue began, and stated receiving hcp treatment of IV glucose in the emergency room (ER) at an unknown time on (B)(6) 2015. The patient confirmed that her blood glucose was measured using an ER/hospital meter, however the result and time were unknown. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, the patient's testing technique was correct, an approved sample site was used and the test strips were not expired. The csr was unable to walk the patient through a control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient did develop signs or symptoms suggestive of hyperglycemia, the symptoms of "passing out" correlate with the low reading obtained, the allegation and also correlates with the hcp treatment received. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.